Event description:
It was reported that ventricular lead noise was noted during a routine check when patient performed some isometrics. Ventricular noise reversions were detected by device since last check (B)(6) 2022. There were no patient symptoms. The ventricular sensitivity was adjusted, and the physician decided to take no action.